Manufacturer narrative:
Further investigation of the customer's issue included a review of the complaint text, a search for similar complaints, review of instrument logs, review of manufacturing records and a review of labeling. Customer service reviewed the customer's instrument logs and noticed that the customer had been using around 117 to 119 tests out of a 100 test bottle during the initial testing when the results in question were generated. The customer agreed that misuse of the reagent possibly contributed to the initial false negative results as retesting of the sample with a fresh kit of the same reagent lot gave the expected reactive result for all assays impacted. No testing was performed as a user error occured and the customer was testing outside of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect anti-hbc ii assay. An increase in complaint activity was not identified for reagent lot 76071li00. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect anti-hbc ii assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hbc ii, that has a similar product distributed in the us, architect core, list number 6l22. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported they obtained an initial (B)(6) result on the anti-hbc ii assays from a (B)(6) male. The customer indicated the sample was retested and generated (B)(6) results for both retests. The sample generated an initial result of 0.08 s/co and retest result of 8.97 s/co. Note: this patient also had an initial (B)(6) architect (B)(6) result. A separate submission is being filed for the architect (B)(6) medical device.